Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unclear as to what the decreasing number seen on the pump screen meant. The customer's blood glucose level was low. Tandem tech support discussed with the customer that the number was the insulin on board (iob) and explained how to read the number.